Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1212504) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On (B)(6) 2012, aci received a copy of a medwatch report (MDR # 3700910000-2012-8013), which was sent to the FDA by the user facility. The report stated that the date of event was (B)(6) 2012, and the date of the report was (B)(6) 2012. The following is the description of the complaint: "at the end of the catheterization procedure a 5f arterial access sheath was replaced by a 5f mynx cadence vascular closure device 5f. The device failed to cause hemostasis and manual pressure had to be held for 10 minutes. This caused pain to the patient who had to lie flat. The patient required increased pain meds and comfort measures." The aci sales professional was contacted by complaint handling and requested to attempt to obtain additional information regarding the alleged event. No additional information was available regarding this event.